Event description:
Revision surgery - the pt complained of instability and dislocated. The surgeon removed the old implants and replaced them with a larger head and poly.

Manufacturer narrative:
The reason for this revision surgery was to address instability after 3.25 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material reports associated with this product; ncmr # (B)(4) involved (B)(4) part that was returned to the vendor for failing the air gage. A review of the product complaint report history shows this is the (B)(4) complaint for this product: (B)(4) due to dissociation, (B)(4) for stability/poor joint issues, (B)(4) due to trauma, (B)(4) due to infection, (B)(4) due to pain, (B)(4) due to dislocation, (B)(4) revision, and (B)(4) for a fit issue. This is the (B)(4) complaint for this lot number. The root cause for the instability and dislocation was not reported and could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.